Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra aortic balloon pump(iabp) had auto fill failure. No harm or injury to the patient was reported.